Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The device and needle themselves displayed no damage. The depth limiter was attached. The depth limiter was attached. It was distorted, creased and flared. The symptom aligns with difficulty reaching desired anchoring location.t1, t2 and suture were returned separated from the device. The suture was cinched lengthwise around t1 which is not conducive for proper deployment or securing of the anchor into the tissue. There was also a score mark along t1 which aligns with being jammed between the rails. T2 suture was tainted but t2 itself appeared undamaged. The device was cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. Per reporter: the patient health conditions is stable and no damage occurred to the patient due to this event. Per mi: this case reports the premature deployment of the t2- anchor implant. Per communication, the t anchors were removed from the patient using tweezers and a backup device was used to complete the procedure. No delay or patient injuries are being reported.

Event description:
It was reported that even with the fast fix correctly assembled, when the first peak passed, it was observed that the second peak passed immediately. The procedure was completed with other smith & nephew product. The patient is stable and no harm occurred to the patient due to this event. A delay of under 30-min was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.